Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated to 10, 10, and 12 atmospheres respectively. However, during the third inflation for a few seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.